Event description:
It was reported that during a port placement procedure, the guidewire allegedly did not fall out upon insertion into the puncture needle. It was further reported that the guidewire allegedly got stuck in the tip end point of the puncture needle. Reportedly, the guidewire stopped moving. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one guidewire loaded into a guidewire straightener and an introducer needle was received for evaluation. Visual, microscopic and dimensional evaluations were performed. The distal portion of the guidewire was noted to be uncoiled and stretched, with no distal end to be determined. Bends were noted on the stretched uncoiled portion of the guidewire. The round core wire was inadvertently protruded from within the coils for further evaluation. Therefore, the investigation is confirmed for the identified stretched, unraveled and deformation due to compressive stress issues. However, the investigation is inconclusive for the reported difficult to remove and stuck issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.